Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose was at and around 400 mg/dl. The patient did not mention how he treated for the high blood glucose. Troubleshooting was initiated for the no delivery alarm. The customer was able to prime during troubleshooting. However, the no delivery alarm kept recurring. The customer stated that he had tried all remedies. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification, and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected excessive no delivery alarm tests. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.